Event description:
The customer requested to have the hard drive replaced in the system. No pt injury.

Manufacturer narrative:
The service rep replaced hard drive, flash nodes, loaded cal files, system working as intended.